Manufacturer narrative:
Product was received. The reported issue alleged no failure with the device; therefore, no specific evaluation was performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for treatment of hyperglycemia. Reportedly, customer's blood glucose level was approximately 600 mg/dl. The customer was released the following day (4/8/15). Although requested, no additional information was provided.